Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen, consistent with preparation. The balloon was loosely folded. The hypotube was separated 29.5 cm proximal to the guide wire exit notch, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. The hypotube was kinked 1 cm proximal to the guide wire exit notch. There were multiple bends through out the full length of the hypotube. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is likely the shaft was inadvertently handled during the procedure, resulting in the shaft kinking as there was no damage noted to the catheter prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation would have resulted in the hypotube separating. Additional handling during packing for return analysis likely contributed to the noted bends in the hypotube. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for kinks or hypotube separations for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported hypotube separation and kinks appear to be related to the operational context of the procedure.

Event description:
It was reported that the trek balloon was used successfully to post-dilate a xience that was placed in the proximal left anterior descending artery. After removal, the trek was re-prepped for possible re-insertion; however, during an attempt to insert the trek back into the catheter loop, the shaft kinked, and broke at the hypotube area. The procedure was confirmed to be successfully completed and no additional treatment was needed. There were no adverse patient effects. It was noted that no additional force was used than normal. No additional information was provided.